Manufacturer narrative:
G4: 14jul2020 b4: (B)(6)2020 a touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed and found scratching and puncture damage noted on screen. An investigation was performed and the product analysis technician reported that the root cause was due to the physical damage to touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the protection material peeled off by impact to another device on the ventilator display screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. It was confirmed that the display was fully functional at the time of the event and a scratch on the surface of the touchscreen was confirmed. The display screen was able to be operated normally and there was no issue in the unit. The customer was provided a quote for replacement display.